Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -06.50 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens but the near vision was slightly improved but still not ideal. Patient will be monitored. See MFR report # 2023826-2020-00949 for exchanged lens.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).